Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. -one unpackaged ar-1530bc bio-composite anchor was received for investigation. Visual inspection identified that the distal-most threads of the bio-composite anchor had been stripped. Additionally, breakage was noted proximal to the hex. The method used to prepare the bone during the procedure was not provided. Probable causes are attributed to inadequate bone preparation, off-axis insertion, and/or prying/leveraging the device during insertion.

Event description:
On (B)(6) 2021, it was reported by an arthrex employee via email that an ar-1530bc biocomposite-tenodesis screw anchor pulled out from implantation site. Surgeon prepared a 3mm bone socket and when anchor was inserted, it slipped and could not be fixed. A new product was opened and case was completed without further issues. This was discovered during a thumb cm arthroplasty procedure on (B)(6) 2022. Additional information received on 3/28/2022: per arthrex employee, the anchor did not seat and could not be used to complete the case, another one was opened to finish case. During returned device evaluation, a reportable malfunction was discovered.